Event description:
It was reported that the microbore extension set, IV connector leaked at the end of the gentamicin infusion. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we encountered a leak while using bd 3 ml luer lok syringe (ref 309657) when attached to the bd maxzero microbore extension set tubing (ref mz9267). Gentamicin was infusing in a patient over 30 minutes and at the end of infusion, fluid was noted on the syringe, tubing, and IV syringe pump. Patient was not harmed."

Manufacturer narrative:
H6: investigation summary: two photos of extension set, model mz9267, was received by the customer for investigation. A 3 ml syringe could be seen to be attached to the maxzero within one photo. The photos of the extension set were visually inspected and a leak was apparent. The customer's complaint of a leak while using bd 3 ml luer lok syringe (ref 309657) when attached to the bd maxzero microbore extension set tubing was verified. A device history record review could not be performed on model mz9267 because a lot number was not provided by the customer. Since no physical sample was received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos of extension set, model mz9267, was received by the customer for investigation. A 3 ml syringe could be seen to be attached to the maxzero within one photo. The photos of the extension set were visually inspected and a leak was apparent. The customer's complaint of a leak while using bd 3 ml luer lok syringe (ref (B)(4)) when attached to the bd maxzero microbore extension set tubing was verified. A device history record review could not be performed on model mz9267 because a lot number was not provided by the customer. Since no physical sample was received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the microbore extension set, IV connector leaked at the end of the gentamicin infusion. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we encountered a leak while using bd 3 ml luer lok syringe (ref (B)(4)) when attached to the bd maxzero microbore extension set tubing (ref (B)(4)). Gentamicin was infusing in a patient over 30 minutes and at the end of infusion, fluid was noted on the syringe, tubing, and IV syringe pump. Patient was not harmed."